Event description:
It was reported by service report that the timing link on the pt left head end was broken and the siderail could not lock in the end position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.